Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 347 mg/dl. Troubleshooting was initiated and the customer attempted to prime: insulin did not exit and the device alarmed no delivery. The set could not be troubleshot since there was blood in the tubing and in the cannula. The customer prepared a new reservoir and attempted to push insulin slowly through the tubing via plunger push; insulin exited the tubing but there was greater than normal resistance with the plunger push. No products were returned for analysis and a replacement reservoir and infusion set were shipped to the customer.